Event description:
It was reported that the pt's blood glucose level was elevated as high as 426 mg/dl. The pt's normal blood glucose level is 120 mg/dl. The pt's mother changed the infusion set and felt that it took too long for insulin to come out of the infusion set. The pt was switched to her backup infusion device, she no longer has trust in the accuracy of the primary infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for product eval.

Manufacturer narrative:
The incident returned outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.